Manufacturer narrative:
Medical device: 507658 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and infinite impedance as well as high thresholds and was unable to capture in unipolar. After testing it was determined that the conductor tip electrode was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.